Event description:
It was reported that the customer had blood glucose levels of 602 mg/dl and 463 mg/dl. The customer was in the hospital for pneumonia. It was also reported that the customer's insulin pump had a loose drive support cap. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.